Event description:
The customer reported via phone call that they had a program anomaly alarm and then a off no power occurrence. The customer stated a blank display also occurred after changing the battery twice. The customer's blood glucose was 400 mg/dl. Troubleshooting could not occur for the off no power occurrence as the insulin pump continuously restarted. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.